Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was over delivering and they experienced low blood glucose level of 40 mg/dl. Customer had been experiencing low blood glucose for since (B)(6) 2019, when she woke up her blood glucose was 137 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that she had surgery on shoulder in april and was not wearing sensor. Customer stated that she started to use sensor at beginning of year. Customer stated that blood glucose were high in manual mode before switching to auto mode. Customer reported that yesterday blood glucose was 187 mg/dl and insulin pump told her to give 1u and within an hour her blood glucose was 65 mg/dl. Customer stated that blood glucose dropped to 55 mg/dl and had 3u on board because she had just eaten dinner. Customer was in manual mode before she switched over. The customer did not provide any symptoms regarding low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege insulin pump was over delivering because she get amount of insulin of one day in a couple of minutes. The insulin pump was returned for analysis. Another device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies were noted. (B)(4).